Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on 22/jul/2021. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on 22/jul/2021 with complaints of drain complications. A peritoneal effluent fluid sample was taken and noted to be cloudy, with fibrin present. A peritoneal effluent fluid culture and cell count (wbcs elevated, >1000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 5 days, and ip ceftazidime 1000 mg daily. The peritoneal effluent fluid culture returned positive for corynebacterium on (B)(6) 2021, and the patient¿s ceftazidime was discontinued and replaced with ip cefazolin (dose, frequency, duration not provided). The pdrn stated the peritonitis was due to the patient performing pd therapy for several days while the air conditioning and ceiling fan were running in the same room. The patient was provided reeducation and is recovering from the event. Despite the patient¿s concerns regarding the liberty select cycler¿s functionality, the pdrn reported the cycler is functioning as intended and has not been replaced. The patient continues to perform ccpd therapy at home without further issue.

Manufacturer narrative:
Correction: h6 investigation conclusions, h10 plant investigation plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A physical evaluation could not be performed, and the conclusion regarding the reported incident was traced to the user.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2021. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with complaints of drain complications. A peritoneal effluent fluid sample was taken and noted to be cloudy, with fibrin present. A peritoneal effluent fluid culture and cell count (wbcs elevated, >1000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 5 days, and ip ceftazidime 1000 mg daily. The peritoneal effluent fluid culture returned positive for corynebacterium on (B)(6) 2021, and the patient¿s ceftazidime was discontinued and replaced with ip cefazolin (dose, frequency, duration not provided). The pdrn stated the peritonitis was due to the patient performing pd therapy for several days while the air conditioning and ceiling fan were running in the same room. The patient was provided reeducation and is recovering from the event. Despite the patient¿s concerns regarding the liberty select cycler¿s functionality, the pdrn reported the cycler is functioning as intended and has not been replaced. The patient continues to perform ccpd therapy at home without further issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid and fibrin, which warranted antibiotic therapy. Per the pdrn, causality is attributed to the patient performing pd therapy for several days while the air conditioning and ceiling fan were running in the same room. Additionally, the pdrn stated the event was unrelated to any fresenius device(s) and/or product(s) defect or malfunction. The corynebacterium species belong to the normal flora of the skin. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd for rrt are at high risk for infections of the peritoneum. Should additional information become available, the need for a clinical investigation will be re-evaluated and the file will be updated accordingly.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2021. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2021 with complaints of drain complications. A peritoneal effluent fluid sample was taken and noted to be cloudy, with fibrin present. A peritoneal effluent fluid culture and cell count (wbcs elevated, >1000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1500 mg every 5 days, and ip ceftazidime 1000 mg daily. The peritoneal effluent fluid culture returned positive for corynebacterium on (B)(6) 2021, and the patient¿s ceftazidime was discontinued and replaced with ip cefazolin (dose, frequency, duration not provided). The pdrn stated the peritonitis was due to the patient performing pd therapy for several days while the air conditioning and ceiling fan were running in the same room. The patient was provided reeducation and is recovering from the event. Despite the patient¿s concerns regarding the liberty select cycler¿s functionality, the pdrn reported the cycler is functioning as intended and has not been replaced. The patient continues to perform ccpd therapy at home without further issue.